Manufacturer narrative:
The reported field event of premature depletion was not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was experiencing premature battery depletion. The physician elected to explant and replace the device on (B)(6) 2021. The patient was stable.